Event description:
The following report was received: "I'd like to let you know a complaint yesterday made from our customer <name deleted>, the patient had a cardiac arrest, and then the patient died, and this situation can be associated with carina home, because the codes that the device had presented match with date and time of the beginning of the worsening of patient state."

Manufacturer narrative:
Initial investigation conducted by manufacturer representatives: reported worsening of pt state took place before occurrence of the technical alarm. No technical defects found, device triggered an alarm as per specification. Device is shipped to manufacturer for further analysis, but not yet received. Further investigation is pending.